Manufacturer narrative:
(B)(6). The lot was manufactured july 10-11, 2019. The device was not received. However, a photograph was provided for evaluation. Visual inspection of the photograph identified a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured during filling, prior to patient use. There was no patient involvement. No additional information is available.